Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the pulse wire was open inside the cable connecting the front therapy electrode (te) and ECG electrode a. The cause of the incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt, which was returned for investigation into a reported treatment, a reportable problem was found. The device failed incoming testing. Review of the download data confirmed that no treatment was required to be delivered.